Event description:
Customer reportedly obtained results of hi (>600mg/dl), 98 mg/dl, and 135 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.